Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm maryland bipolar forceps instrument for failure analysis investigation. The instrument was analyzed and returned product did not exhibit the event described in the complaint. The instrument was tested on an in-house system, and the instrument passed the recognition and engagement tests. The instrument moved intuitively. Also, the energy delivery test. Based on the investigation results, customer reported issues may be due to other factors unrelated to the product. Additional observation(s) not reported by site: the instrument was found to have thermal damage to the distal pulleys near the yaw pulley and conductor wire interface. Material appears to have burnt off from the charring that occurred near the yaw pulley and conductor wire interface. The conductor wire was not broken at the weld. Components adjacent to the distal pulleys do not show thermal damage.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The 8mm maryland bipolar forceps instrument was analyzed and found to was tested on an in-house system and the instrument passed the recognition and engagement tests. The instrument moved intuitively. Also, the energy delivery test. Additionally, the instrument was found to have thermal damage to the yaw pulley. The yaw pulley had charring and/or localized melting on the outer surface of one bipolar yaw pulley at the base of the grip. A section of the active electrode (grip) was exposed. The instrument passed the electrical continuity test. The instrument was found to have a frayed grip cable at the distal pulley related to the thermal damage. Some wires were broken, but the cable itself was not fully broken. The complaint was confirmed by failure analysis. The probable root cause of cable breakage, whether partial or full, is attributed to damage to the cable through external collisions, during use, or during reprocessing. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm maryland bipolar forceps instrument bipolar function was not working. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the surgeon commented that the instrument wasn't able to cut/coag when the pedals were used. No damage was noted at the black cable.